Event description:
Spontaneous combustion within oxygen distribution manifold, melting check valve components. This posed a danger to the tech hooking up the manifold, patients in the area, and the facility.